Event description:
It was reported that during the laparoscopic pancreatectomy, the reload was in firing mode after being articulated at 45 degrees on very thick tissue. The reload was repeatedly opened and closed to compress the tissue in preparation for firing, but the tissue was too thick. The physician continued to attempt to compress the tissue, and when able to fire, the reload did not fire. During attempts to remove the reload, the screen indicated that no reload was attached to the adapter, although it was physically attached. Additionally, part of the reload was broken out of the joint, making it difficult to remove. All components, including the reload, adapter, and trocar, were removed from the incision site and replaced with a new reload, adapter and trocar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n4k1937y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.